Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
(B)(6) the pt rec'd an scs sys, including a percutaneous lead, on (B)(6) 2010. It was reported that the pt lost stimulation in his legs. Diagnostic tests revealed low impedance readings for these lead contacts. An x-ray indicated no anomalies. The physician explanted the lead on (B)(6) 2011. No further pt complications were observed.